Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated pump case was intact. No harm requiring medical intervention was reported. The customer was discontinue use of the device.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned pump for an alleged moisture damage found on (B)(6) 2021. The pump passed the displacement test and self test. All buttons function properly. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1/ pcba 2/ battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked select button keypad overlay and minor scratched lcd window. Exposed to moisture confirmed at the pcba 1/ pcba 2/ battery tube. Cosmetic damage found on the pump case.